Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range and increased threshold due to lead fracture. This ra lead was explanted, and new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.